Event description:
The distributor contacted animas on 01/08/2014 alleging all the memory is lost in the pump when the battery was removed and re-inserted. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history/settings issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: review of the black box data and alarm history revealed no records of time/date reset. On investigation, the time/date revered to the default setting after more than 12 hours of power on reset. The records show that the pump was powered off on (B)(6) 2013 at 11:02 am and was not powered back on until (B)(6) 2014 at 11:16 am. The pump was exercised for 24 hours during which time; there were no errors, alarms or warnings. During investigation, the pump was able to maintain time/date reset after 12 hours of power on reset. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior pump components. Investigation determined the pump performed within the required specifications without defect. Investigation did not duplicate the alleged time/date reset issue.